Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation; however, the results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. Based on the information received, the root cause could not be determined.

Event description:
It was reported, that during a removal surgery the surgeon broke the driver tip. The screw was removed with a carbide drill. Information on the date of the first surgery and the plates used was not available, nor any further information about the screw. The surgery was completed after a 20-minute delay. No other adverse patient consequences were reported. This report is related to report number 3025141-2024-00599 for the screw involved in this event.

Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown. However, the reported t8 stick fit hexalobe driver was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The t8 stick fit hexalobe driver (part number 80-0759, batch number 597433) was examined visually under magnification. The fractured surface was oblique and lightly textured with no signs of ductility, and the broken off tip had counterclockwise twisting which suggested the deformation occurred during removal, all signs pointing to the possibility of a brittle torsion fracture. These kinds of fractures can be caused by increased torque during insertion, intense strain on the material, and excessive stress applied across an unanticipated axis. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated 10, investigation findings code (annex c): updated to 3243.